Manufacturer narrative:
Since the report, the staff has been re-trained to not rest the hose on pts during a procedure. Since the training, there have been no further observation of erythema. The initial reporter did not know the reorder number or lot number of the device and does not intend to return any product for eval.

Event description:
A report was received that during use of a convective warmer during a procedure, the hose rested on the pt's legs. An upper body snuggle warm blanket was in use. It was later noted that the pt's leg was reddened where the corrugated loops of the hose rested. No treatment was given in response to the reddened area which resolved with no intervention.